Event description:
It was reported that the customer had a moisture exposure of the insulin pump. The customer's blood glucose level was 280 mg/dl. The customer was treated with injection 10 units. The troubleshooting was performed. The customer demanded that the insulin pump be replace. The customer was advised that we are sending a replacement of the insulin pump.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Unable to perform functional testing due to blank display. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.